Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six bursts of anti-tachycardia pacing (atp) and 5 shocks. Therapy was exhausted. A review of the event by boston scientific technical services (ts); showed the therapy appeared to be inappropriate as a result of supraventricular tachycardia (svt). Technical services (ts) suggested device reprogramming options. The device remains in service. No additional patient adverse effects were reported.